Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
IV therapy nurse reported that during a procedure, the site rite 8 ultrasound system's (9770500) screen went black and blank without any warning. The system was not plugged in to ac power when it went blank, the battery was 47% charged. The event happened while the system was in sherlock mode right before the PICC placement. Another ultrasound had to be used to complete the procedure. The nurse reported that no harm was done to the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample(if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of site rite 8 scanner doesn't hold a charge was confirmed. During inspection the scanner was charged to one hundred percent, when the ac adaptor was removed the scanner ran on battery for about forty five minutes, the cause of the issue is due to an internal failure in the lithium-ion battery. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
IV therapy nurse reported that during a procedure, the site rite 8 ultrasound system's (9770500) screen went black and blank without any warning. The system was not plugged in to ac power when it went blank, the battery was 47% charged. The event happened while the system was in sherlock mode right before the PICC placement. Another ultrasound had to be used to complete the procedure. The nurse reported that no harm was done to the patient.

Event description:
IV therapy nurse reported that during a procedure, the site rite 8 ultrasound system's (9770500) screen went black and blank without any warning. The system was not plugged in to ac power when it went blank, the battery was 47% charged. The event happened while the system was in sherlock mode right before the PICC placement. Another ultrasound had to be used to complete the procedure. The nurse reported that no harm was done to the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample(if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of site rite 8 scanner doesn't hold a charge was confirmed. During inspection the scanner was charged to one hundred percent, when the ac adaptor was removed the scanner ran on battery for about forty five minutes, the cause of the issue is due to an internal failure in the lithium-ion battery. The device was serviced, tested and returned to the customer. A history review of serial number (b)(4_ showed no other similar complaint(s) from this serial number.